Event description:
It was reported that the patient's neurostimulator device gave impedance error readings on electrodes one, two, and three. During a replacement procedure, the doctor was unsure if the device or the lead was the problem. The lead was tested using a j-hook and no response was noted, so the lead was removed. A new lead was then placed on the left side in sacral nerve root three. The patient had motor response and sensory on all four electrodes. The old battery with the new lead gave abnormal impedance readings on combinations 0-1, 2-3, and 0-2. The old device was removed due to blood noted inside of it, and the physician speculated that the dried blood inside the housing of the battery caused the impedance issue. A new device was implanted in the pocket and impedance readings came back normal. The patient did well, and felt stimulation properly.

Manufacturer narrative:
(B)(4).